Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the mfg site for analysis but has yet to be received. If the sample is received a summary of the sample analysis will be provided in a supplemental report.

Event description:
Customer reports that pt was being intubated and the cuff deflated. Customer confirmed that the tube was removed and replaced. Customer confirmed the same failure occurred on the second attempt. Xref MFR# 2936999-2013-00042.